Event description:
It was observed that during the device evaluation, the adhesive on the videoscope's bending section cover was chipped, and the rubber cover of its forceps channel port was detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. It was observed that noise occurred during angulation. Based on the results of the investigation, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, an optical problem, an overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.